Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed but could not be identified. It was not possible to specify the cause of the foreign material remaining in the device from the obtained information. There was no physical damage at the place where the foreign material remained. There were no deviations from the instruction manual in the reprocessing steps at the material residue point. The suggested events are detectable and preventable by handling the device following the instructions for use (IFU). IFU states that detection method in gif-h185 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a clogged nozzle of the insufflation channel by a dark rubbery material. There were no reports of patient involvement.